Manufacturer narrative:
This type of event is likely caused by improper angulation, not centering the coring reamer over the collared pin and/or the use of excessive force. Directions for use (dfu-0070) warns the user that excess drilling force in conjunction with any angulation changes of the reamer during reaming may result in coring reamer deviation or failure of the device. Follow up report also contains additional information obtained on may 29, 2019.

Event description:
It was reported that during an acl procedure, while reaming with the 10mm coring reamer, ar-1224s, the coring reamer began to smoke and then fell apart. This caused a fracture in the femoral condoyle. No further details. Additional information requested. Additional information obtained 4/26/2019: facility provided copy of handwritten medwatch report (no report number listed). Facility medwatch report stated the following: a core reamer shattered resulting in lifting a central core of the tibial plateau, causing an intra-articular tibial plateau fracture of the central aspect of the plateau. This required surgical repair. Additional information provided 5/29/2019: the surgeon used the coring reamer to break through the cortex instead of an over-sized reamer.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl procedure, while reaming with the 10mm coring reamer, ar-1224s, the coring reamer began to smoke and then fell apart. This caused a fracture in the femoral condoyle. No further details. Additional information requested. Additional information obtained (B)(6) 2019: facility provided copy of handwritten medwatch report (no report number listed). Facility medwatch report stated the following: a core reamer shattered resulting in lifting a central core of the tibial plateau, causing an intra-articular tibial plateau fracture of the central aspect of the plateau. This required surgical repair.